Event description:
Attempted cardioversion x 2 with zoll biphasic m series defibrillator set to deliver 200 joules. Both attempts failed to cardiovert the patient. The device documented impedance at 122 and 118 for the 2 ineffective shocks. A different manufacturer's 360j biphasic device was used with one shock of 360 joules; this successfully achieved rhythm conversion. The patient is 5'2" and 330 lbs. Manufacturer response (as per reporter) for defibrillator, zoll m series defibrillatorunknown